Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because, the patient extension line was connected after priming was complete. The home patient (hp) stated that the hp connected the patient extension line after the hc primed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a home choice (hc) during initial drain. The baxter technical representative (tsr) confirmed with the home patient (hp) that the hp connected the patient extension line after the hc primed. The tsr advised the hp must connect the patient line extension prior to prime. The tsr assisted the hp with ending therapy and advised to start over with new supplies. The home patient (hp) was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated that she did not develop any adverse reactions or need any medical intervention.